Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high/ undefined pacing impedance on the right ventricular (rv) lead. It was suspected that the rv ring was fractured. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event.